Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mobicath sheath, baylis medical transseptal needle. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After transseptal puncture with a baylis medical transseptal needle and a mobicath sheath, the smarttouch catheter was advanced into the left atrium. Patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded approximately 300 ml of fluid. At the time of complaint report, the patient was being considered for surgery. Multiple attempts have been made to obtain clarification to this complaint, but no further information has been made available.